Manufacturer narrative:
The reported event of no rf function was confirmed. Loss of rf function is consistent with coarse tuning failure. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported the pacemaker was in device preparation. It was observed the device could not be communicated with via wireless telemetry. The device was not used in the later procedure. No patient was involved.